Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead and right atrial (ra) lead experienced chest pain a couple days post implant. It was noted the patient had pericarditis and echocardiographic evaluation found a small effusion. The rv lead was suspected have perforated, however intervention was performed and both leads were repositioned. No additional adverse patient effects were reported.